Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23123, related manufacturer report 1627487-2020-23124, related manufacturer report 1627487-2020-23125. It was reported that patient experienced ineffective stimulation due to high impedance issue on contacts one to four. A surgical intervention is anticipated in the near future to address the issue. No additional information is available at this time.

Manufacturer narrative:
The report event of patient lose effective therapy was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
New information received states that the lead was explanted and a new lead was implanted. The remainder leads remains implanted.